Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon replacement knee. The information for this report was provided by stryker orthopaedics¿ legal affairs department. As per information received, the devices are not available at the time of this report due to the ongoing litigation. If additional information is received it will be reported on a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a third surgery on her right knee to remove the screw in the triathlon replacement knee that x-rays revealed to be loose and backing out.

Manufacturer narrative:
An event regarding a screw that backed out involving an unknown triathlon replacement knee was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a third surgery on her right knee to remove the screw in the triathlon replacement knee that x-rays revealed to be loose and backing out.